Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned products identified that there is debris inside the sterile packages. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. These products likely left zimmer biomet control non-conforming. The root cause of the reported issue is attributed to the operator not following instructions during manufacturing. This reported event falls within the scope of a corrective action which is to address the issue of complaints for debris in sterile packaging. This corrective action was closed successfully following the manufacture of the lot in the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04958, 0001825034-2019-04959, 0001825034-2019-04960.

Event description:
It was reported that the incoming inspection team member found debris in the sterile packages. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.